Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). One certain gold-tite hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified, fractured at the threads. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now. The complaint history review revealed, that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar event (complaint category keyword: fracture: screw). Therefore, based on the available information, device malfunction did occur. And the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported screw fracture at tooth site 24 after one year of prosthetic treatment. Patient has been rescheduled for uncovering and new screw placement. Screw placement was on (B)(6) 2020.